Event description:
This event was reported via a journal article: the patient went to the cardiology outpatient department for exertion-related chest pain that had persisted for 4 years. Chest radiography showed unremarkable findings. A 2.5- mm saccular coronary aneurysm and tubular stenosis (60-70%) was detected on the proximal right coronary artery (rca) by using a computed tomography coronary angiography. The lesion was pre-dilated and a 4.0mm diameter×38 length mm endeavor drug eluting stent was implanted in the proximal rca. After stenting, the coronary aneurysm was no longer detected, and 1 side branch of the proximal rca was jailed. Angiography showed no luminal defect. Subsequently, adjunctive balloon dilatation was performed. Following this, acute stent thrombosis developed. Ivus was performed, which showed a thrombus in the stent, but an aneurysm was not seen. Balloon dilatation was done followed by another 4.0mm diameter×38 length mm endeavor drug eluting stent was then deployed in the thrombosis site, completely overlapping the previous stent. Immediate angiography confirmed that the intraluminal filling defect disappeared. The patient was discharged 2 days later with no additional complications.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (aneurysm and stent thrombosis). Patient condition affected effectiveness of the device (patient lesion morphology; presence of the aneurysms at the lesion site). No results available since no evaluation performed. Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; presence of the aneurysms at the lesion site). Known inherent risk of procedure (aneurysm and stent thrombosis). (B)(4). Literature reference: rupture and spontaneous sealing of a coronary aneurysm after deployment of drug-eluting stent print issn 1738-5520 - on-line issn 1738-5555 http://dx.doi.org/10.4070/kcj.2012.42.8.558 received: (B)(4) 2011 revision received: (B)(4) 2011 accepted: (B)(4) 2012.